Event description:
The customer reported the device is not holding a charge and it is reading wrong. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. External visual inspection showed one of the device feet was missing. The device was able to power on using both ac and battery power however the customer's battery would not hold a charge for the required seven (7) hours. When powered on the device was able to obtain readings and alarmed audibly and visually under alarm conditions. Spo2 and pulse rate simulator tests were performed and no issues related to measurement accuracy were identified. Internal inspection showed the front pillar was broken. The customer's complaint related to measurement accuracy was not duplicated, however the battery did fail to hold a charge for the required duration. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the device is not holding a charge and it is reading wrong. No patient impact or consequences were reported.